Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that pump was at end of life. The hcp was not replacing. Pump was shut off after patient weared down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone, 10 mg/ml concentration at 2.78 mg/day dose and bupivacaine, 10 mg/ml concentration at 2.78 mg/day dose via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The hcp did not think the patient had an MRI but the patient's medical records were very complicated and hard to follow so they could not tell for certain if the patient had an MRI per the hcp. Patient was admitted to the hospital twice and they knew the patient had an echo and electrocardiogram (ECG) along with blood work and other medical procedure during the date of the motor stall. Pump status and/or event log reported motor stall occurred: motor stall (active) and stopped pump period may exceed tube set. Per the event logs a motor stall occurred (B)(6) 2018 and the tube set also occurred (B)(6) 2018 per the logs with no recovery to date. The patient got very sick and was admitted to the hospital. There were no falls that the patient was aware of. Patient was diagnosed with urosepsis. Patient was also diagnosed with congestive heart failure (chf) (B)(6) 2018 (acute exacerbation) and other medical issues with blood cultures being done and they did not know the exact event dates of any of the symptom/diagnoses per the hcp. Pump was not audibly alarming per the hcp. The pump was last refilled (B)(6) 2018 per the hcp. The hcp was helping different hcp refill the patient's pump today but had not done that yet. The reservoir was confirmed as 4 mls today per the pump status. The hcp called back to get help to program the pump to saline at minimum rate. The hcp stated they did not plan to replace the pump and they were just going to switch her to (oral) po medication no further complications were reported.

Manufacturer narrative:
Hospitalization no longer applies to this event. Serious injury no longer applies to this event. Only malfunction applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient getting sick and being admitted to hospital twice was not related to device/therapy. The patient was admitted due to urinary tract infection (uti) on (B)(6) 2018. Patient experienced encephalopathy, anxiety and delirium due to uti. The patient had gastrointestinal (gi) issue. No further complications were reported.